Event description:
It was reported that the patient fell a couple weeks prior to this report. It was reported that there were impedance problems "with 15" but these were not used for programming. The patient reported "good coverage." The patient reported that at night, "lying to upright changes too fast." It was reported that the device was changed to a soft start and had the transition time adjusted from 20 to 30 seconds. The patient reported "it is better." A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).